Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a leak in the port tube seal was observed. Leak testing was performed and a leak was observed in the affected area. The reported condition was verified. The cause of the condition was due to sealing machine failure during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was noted in the injection port side of an all-in-one container. This was observed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.